Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board on the backplane was cleaned and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's lift switch would not work. No pt injury was reported.